Event description:
Product status: explanted- complete it was reported that during post-op, the patient was presented with low back pain. One of the set screws on the iliac bolt had come out, and the other was loose which made the rods to come out of the heads of the screws. The implants were used in the patient. The implants did not break. Patient underwent an additional surgery for explant and replacement of the hardware as a result of this event.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.